Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Removed a tampon that either was faulty from manufacturing and was only half a tampon or broke off [device physical property issue] case narrative: consumer reported via e-mail that there was only half a tampon during removal. No injury reported.